Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela comp d unit was alarming xdcr fault. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: a vyaire field service representative(fsr) evaluated the device onsite and the vent does not show transducer fault during the performance check. A 2 yr preventive maintenance was performed. The o2 (oxygen) sensor, regulator and internal battery were replaced. Ovp (operational verification procedure) was performed and the ventilator passed all tests per vela service manual. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.